Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician could not remove the right ventricular lead pin connector from the device header during a normal device change out procedure. The physician cut into the device header and the lead pin was successfully removed. The device was explanted and replaced. The lead remains active and connected to a new device. The patient was stable post procedure.